Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, some difficulties were met while screwing the ventricular lead. After the implantation procedure, the pacemaker was checked and atrial sensing and ventricular pacing functionalities were normal. However, the ventricular lead impedance was measured over 3 kohms. After re-opening the patient and replacing the pacemaker, everything was fine.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, some difficulties were met while screwing the ventricular lead. After the implantation procedure, the pacemaker was checked and atrial sensing and ventricular pacing functionalities were normal. However, the ventricular lead impedance was measured over 3 kohms. After re-opening the patient and replacing the pacemaker, everything was fine.